Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient underwent a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), non-penumbra balloon guide catheter, non-penumbra catheter, and stent retriever. During the procedure, the physician completed the first pass using the stent retriever with the velocity. Subsequently, the physician removed the velocity and noticed that the tip of the other catheter to be damaged. Therefore, the physician removed the catheter to exchange for a new catheter. Next, while on the back table, the velocity was preloaded over a guidewire. The physician advanced the velocity with guidewire through the new catheter to make another pass using the adapt technique. The guidewire was then removed and upon injecting contrast, the physician noticed contrast was coming out the tip of the catheter. Therefore, the physician decided to remove the velocity. However, while removing the velocity, the physician noticed the velocity to be broken with approximately 10 centimeters of the velocity being removed at first. Subsequently, the physician removed the entire velocity and noticed it to be broken into three pieces with one of the broken segments of the velocity at the distal end of the velocity, but all three broken segments were connected by a thread from the coil wind. The procedure was completed using a new velocity with the same catheter, balloon guide catheter, and a new solitaire stent retriever. There was no report of an adverse effect to the patient.